Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device powered on in the incorrect mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: the device was returned to zoll medical corporation. The reported problem was verified and arritbuted to a system interconnection cable. The control board flex cable was replaced to resolve the problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the manual device powered up in AED mode. Complainant indicated that there was no patient involvement in the reported malfunction.